Event description:
This patient had placed a jackson pratt drain during his surgery on 1/22/92. When the drain was removed seven weeks later it was broken necessistating a second surgical procedure, exploratory laporatomy, 3/17/92, to remove the piece of drain. The physician stated that the drain broke off as it was being removed and that tissue had grown into the hole. The physician states he does not know of any time constraints in the length of time a drain maybe left in place. The drain was removed in the physician's office but placed in the hospital. The device was not examined by us but the physician. The device can be made available for visual inspectiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.